Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: the probable cause is: although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope. Gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device camera cover (c-cover) at the distal end of the scope was burned. There was no patient involvement.